Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited out of range pacing impedance measurements on the left ventricular (lv) lead and shock impedance measurements out of range on the right ventricular (rv) lead. The involved leads are non boston scientific products. Boston scientific technical services (ts) recommended further evaluation. According to medical records, this device has been explanted and replaced due to therapy upgrade and the right ventricular (rv) lead was left capped. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited out of range pacing impedance measurements on the left ventricular (lv) lead and shock impedance measurements out of range on the right ventricular (rv) lead. The involved leads are non boston scientific products. Boston scientific technical services (ts) recommended further evaluation. According to medical records, this device has been explanted and replaced due to therapy upgrade and non boston scientific right ventricular (rv) lead was left capped. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited out of range pacing impedance measurements on the left ventricular (lv) lead and shock impedance measurements out of range on the right ventricular (rv) lead. The involved leads are non boston scientific products. Boston scientific technical services (ts) recommended further evaluation. According to medical records, this device has been explanted and replaced due to therapy upgrade and the right ventricular (rv) lead was left capped. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited out of range pacing impedance measurements on the left ventricular (lv) lead and shock impedance measurements out of range on the right ventricular (rv) right ventricular (rv) lead. The involved leads are non boston scientific products. Boston scientific technical services (ts) recommended further evaluation. No adverse patient effects were reported. At this time, this device remains in service.